Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey.

Event description:
Reference number: (B)(4). Event occurred in turkey. It was reported that the patient faced high blood glucose event on (B)(6) 2026. The blood glucose was high less than one hour. The patient was treated with infusion set change and insulin delivery from the pump. No further information available.